Manufacturer narrative:
E2. (Reporter is health professional).

Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to customer¿s blood glucose levels. Customer declined troubleshooting. No additional information was able to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.